Event description:
Customer stated that segments were missing from their display. A review of the system was conducted over the phone. The review determined that segments were missing in the 100s, 10s and units positions of the display. Asked customer to return the meter for further eval and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.